Manufacturer narrative:
Additional information: a4, b5, g3, h6 (ime) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the ventilator alarmed low tidal volume, and the cuff pressure of the monitoring endotracheal tube was 0cmh2o. 5ml of gas was injected with the syringe, and the cuff pressure was re-monitored, which was still 0cmh20. Double-fixed the tube, performed upper airway sputum suction, raised the head of the bed more than 35° to prevent gastric contents from reflux, and reported to the doctor and head nurse immediately. Considering that the endotracheal tube cuff was leaking air, the original endotracheal tube was removed according to the doctor's advice, and a 7.0 endotracheal tube was inserted through the nose again with a fiberoptic bronchoscope, and ventilator-assisted breathing was connected. It was stated that the patient had shortness of breath, rapid heart and pulse oxygen level dropped from 100% to 90% when the ventilator alarmed low tidal volume. When the tube was removed, it was found that there was air leakage above the tube cuff.

Event description:
According to the reporter, during use, the ventilator alarmed low tidal volume, and the cuff pressure of the monitoring endotracheal tube was 0cmh2o. 5ml of gas was injected with the syringe, and the cuff pressure was re-monitored, which was still 0cmh20. Double-fixed the tube, performed upper airway sputum suction, raised the head of the bed more than 35° to prevent gastric contents from reflux, and reported to the doctor and head nurse immediately. Considering that the endotracheal tube cuff was leaking air, the original endotracheal tube was removed according to the doctor's advice, and a 7.0 endotracheal tube was inserted through the nose again with a fiberoptic bronchoscope, and ventilator-assisted breathing was connected. When the tube was removed, it was found that there was air leakage above the tube cuff.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.